Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a history anomaly. Customer stated the insulin pump's history was not displaying their bolus history. Customer's blood glucose was 350 mg/dl. The customer declined to return the insulin pump for analysis.